Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. Pod not worn.

Manufacturer narrative:
The device had the cannula assembly undeployed. Downloaded data shows the pod ran 0 pulses and is in state 14 (lump of coal), which indicates that the user exceeded the allowed time to complete activation of the device. It follows that the cannula assembly is in the appropriate state for this situation - undeployed.